Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not rewinding. Customer's blood glucose level was unknown at the time of the incident. Customer stated they trying to get the insulin pump to rewind, so they can get the reservoir in, but it won't rewind. Customer stated last alarm was no power. The device will not be returned for analysis.